Event description:
Caller reported that their pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through troubleshooting steps, including pressing the center button and ensuring the pump was plugged into a power source with functional charging equipment, which resulted in the pump turning on and displaying a welcome message. The pump's battery capacity was noted to be less than or equal to 20%. Reportedly, customer reverted to manual injections for insulin therapy.